Manufacturer narrative:
Additional information was received on october 3, 2019. Power control mode was used. No error messages were reported on the biosense webster, inc. Equipment. The patient has not exhibited any neurological symptoms since the procedure was completed. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Initially, it was reported that the product lot number was 30220973m. On 10/11/2019 the same type of product was received by the biosense webster, inc. Product analysis lab; however the lot number was 30174057l. An investigation was performed requesting for clarification on the wrong product received. However, a response was not received until 4/23/2020 which clarified that the product received by the biosense webster product analysis lab as a wrong device on 10/11/2019 with the lot # of 30174057l is the correct product for this complaint. Therefore, updated "d4. Lot", "d4. Expiration date", "h4. Device manufacture date", "d10. Device available for evaluation?", "d10. Is device returned to manufacturer?" And "d10. Date device returned to manufacturer" accordingly. The biosense webster, inc. Product analysis lab received the device for evaluation and the device was found in good normal condition. No blood clot was found on the tip. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
On 6/22/2020, the product investigation was completed. It was reported that a patient underwent an atrial fibrillation (afib) procedure with a thermocool® smart touch® sf bi-directional navigation catheter and a blood clot was noted on the catheter tip. It was reported that 80 minutes into the procedure using the thermocool® smart touch® sf bi-directional navigation catheter, the impedance started to rise and when the catheter was inspected a blood clot was noticed to be attached to the tip. When setting of the smartablate generator was checked, it was set to 4mm non-irrigation. The catheter was changed and setting of the generator was changed to the setting of the smart touch sf. The issue was resolved. The procedure was completed without patient's consequence. Device evaluation details: the device was visually inspected, and it was found in good conditions. No was found blood clot on tip. The catheter was tested on the generator and the temperature and impedance values were observed in normal conditions, no temperature or impedance issues were observed. Then, a cool flow pump test was performed, and it was found within specifications, the catheter was irrigating correctly, no irrigation issues were observed. Additionally, deflection test was performed, and the catheter failed. A failure analysis was performed, and the t bar was found slid down causing the improper deflection condition. A manufacturing record evaluation was performed for the finished device 30220973m number, and no internal actions related to the complaint was found during the review. The customer complaint related with high impedance and blood clot cannot be confirmed. The device was found working correctly and no evidence of clot residues were observed on the catheter. The root cause of the clot reported by the customer could be related to the usage of the device during the procedure; however, this cannot be conclusively determined. The root cause of the t bar slippage cannot be determined. An internal corrective action has been opened to investigate the t bar slippage issue. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
Since the product was not returned for analysis, no product failure analysis can be conducted and no determination of possible contributing factors could be made. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. (B)(6). A manufacturing record evaluation was performed for the finished device 30220973m number, and no internal actions related to the complaint was found during the review. Manufacturer's ref. No: (B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation (afib) procedure with a thermocool® smart touch® sf bi-directional navigation catheter and a blood clot was noted on the catheter tip. It was reported that 80 minutes into the procedure using the thermocool® smart touch® sf bi-directional navigation catheter, the impedance started to rise and when the catheter was inspected a blood clot was noticed to be attached to the tip. When setting of the smartablate generator was checked, it was set to 4 mm non-irrigation. The catheter was changed and setting of the generator was changed to the setting of the smart touch sf. The issue was resolved. The procedure was completed without patient's consequence. The impedance issue was assessed as not reportable. The most likely consequence was an intraprocedural delay. The potential that it could cause or contribute to a death or serious injury, or other significant adverse event, was remote. The blood clot was assessed as a reportable issue.